Manufacturer narrative:
The lens was returned for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while the lens was being positioned in the eye, the haptic broke off. The incision was enlarged to remove the lens haptic and the lens. There was a loss of vitreous, and a vitrectomy was performed. Another lens of a different model was implanted successfully. The patient's current prognosis is good.